Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor recorded a battery error and not to implant device alert at pre- implant. The device was not implanted and is expected to be returned for analysis. No patient involvement.